Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the exact cause of the dissection is unknown, however it could be attributed to the patient¿s unstable tissue. It is possible that the multiple sheath and delivery system insertions contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure, after removal of the sheath, bleeding was noted from the aorta. An aortic dissection was detected close to the surgical site. The patient had mild-moderate aortic root calcification. Attempts were made to repair the dissection/tear. Additional sutures and pledgelets were attempted to be placed, but as each one was added, the aorta would tear slightly more. It was decided to perform a partial sternotomy to gain control of the bleeding. A patch was placed in the aorta. The patient had quite a bit of blood loss, which required some blood transfusion. The patient was closed up and was in stable condition. During the procedure, there was difficulty crossing the native annulus. The delivery system, valve and sheath were removed as a unit. A second sheath was inserted, and a second valve and delivery system were used. The exact cause of the dissection was not known; however it was attributed to the patient¿s unstable tissue.